Event description:
It was reported that the pump's battery was depleted and would not charge even with a new power cord. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b5: additional information received on 25-jul-2022 via email and attached to complaint object: this pump was repaired in our shop. Customer cancelled the request on their end. Also, the pump was not involved in a patient incident.